Event description:
It was reported that a during follow-up, post-paced t wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
.